Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged hub with the incident lot was observed. A crack can be seen on the hub which is the likely source of the leakage. There were actions implemented in december 2020 to reduce hub damage in flash back needles. The batch associated with this incident was produced prior to this implementation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "there was a case of blood leakage caused by the broken fbn blood return window in the blood collection process. Afterwards, it was found that the blood return window of the blood collection device was damaged. There was no report of blood exposure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter and translated to english. The customer stated: "there was a case of blood leakage caused by the broken fbn blood return window in the blood collection process. Afterwards, it was found that the blood return window of the blood collection device was damaged. There was no report of blood exposure.